Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high superior vena cava (svc) defibrillation coil impedance, a drop/low pacing impedance, as well as diminished rv sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.